Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related report: 1221359-2022-00153.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self test. Date of the event nor the sample type was provided. Confirmation testing was performed at a hospital two days later which generated a positive result. The type of confirmation testing was not provided. The consumer confirmed to be symptomatic stating generalized pain. No adverse patient effects were reported. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses the false negative result for test 1 of 2.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related report: 1221359-2022-00153.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self test. Date of the event nor the sample type was provided. Confirmation testing was performed at a hospital two days later which generated a positive result. The type of confirmation testing was not provided. The consumer confirmed to be symptomatic stating generalized pain. No adverse patient effects were reported. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses the false negative result for test 1 of 2.